Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a abdominal inguinal hernia repair with mesh. The patient experienced pain and change in bowel habits.